Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the device was at end of service (eos). The implantable neurostimulator (ins) was dead and the patient had already contacted their health care professional (hcp) regarding a replacement surgery. The eos was seen in (B)(6) 2016. It was stated that the patient could not afford the surgery therefore the patient was provided information for the patient advocate foundation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative that the ins was in overdischarge due to patient compliance. The ins could not be read with the physician programmer or the recharger. A trickle charge was performed and a normal recharging cycle was started. The ins was charged up to half, power on reset (por) was cleared and patient was educated on necessity to recondition ins and maintain charging routine. The issue was resolved at the time of the report. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.